Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report, shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noticed that the device failed the temperature test. This was an older version and no spare parts were available. Device was replaced.

Event description:
Device was returned for an unknown reason. During the service, technician found that the temperature was slightly out of specification. This is report 1 of 1 for event (B)(4).